Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo ventilator was returned to the manufacturer in japan for routine preventative maintenance. There was no allegation of device malfunction, and no patient harm or injury was reported. The device was not in patient use at the time of service. During evaluation at the manufacturer¿s service center, the downloaded event log contained ¿service required¿ error codes evt_internal_batt_failed and evt_internal_batt_comm_failed. The technician performed verification testing and confirmed the root cause was failure of the internal battery. The internal battery was replaced to address the issue. Additionally, the air inlet foam filter and particulate filter were replaced as preventative maintenance measures. Final testing, battery checks, valve checks, run-in testing, and cleaning were completed, and the device was confirmed to be operating properly. The software was upgraded from version 1.06.10.00 to version 1.06.15.00. The service activities were performed concurrently with a field change order.